Event description:
The tech alleged the brake casters will pivot after the brake is set. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.